Manufacturer narrative:
Device is combination product. Device evaluated by MFR: visual examination of the returned device revealed contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. One strut in the proximal row was flared. An inflation device was connected to the inflation port to inflate the device to nominal pressure (9 atm). The stent was successfully deployed at nominal pressure without any indication of lumen restrictions or other difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure deployment failure occurred. Access was obtained via the right femoral artery. The unspecified target lesion was reported to have greater than 70% stenosis; contained a bend that was greater than 45 degrees but less than 90 degrees and was severely tortuous and severely calcified. The lesion was predilated with an apex balloon and then a 2.50x24mm taxus liberte stent delivery system (sds) was advanced to the lesion. When the physician attempted to deploy the stent it was noted that the stent would not deploy off the balloon. The physician tried to inflate the stent delivery balloon; however it would not inflate. The device was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is okay. However, returned product analysis revealed stent damage.